Event description:
The pt was found in bed unresponsive at 0245 on 9/17/97. A 12" diameter pool of blood was found on the floor below the right groin arterial/venous site. The right groin was exposed but both arterial and venous line sutures were intact. Blood was backed up in the arterial line. The venous line was intact and infusing. All the connections on the arterial line were connected, stopcocks were in their appropriate positions. The nurse was unable to flush the line at the transducer. The line was disconnected at the port closest to the arterial site. The arterial line was still functioning. Blood samples were obtained from the site and the tubing was changed. The arterial pressure line was retrieved post CPR.